Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, indicating an open circuit condition. Hight out of range shock impedance were exhibited in the right ventricular (rv) lead. Data was sent to boston scientific technical services (ts) for their review and physician decided to remotely monitor the patient via latitude system. Additional information provided confirmed that on february 19th, troubleshooting was performed and a lead problem was concluded. New system implanted on march 5th. During the extraction, lead was damaged. No additional adverse patient effects were...